Event description:
Our rep reports, that a pt had an arthroscopic shoulder repair sometime late 2007 or early 2008. Sometime subsequent to the surgery, the pt presented with pain, and an x-ray determined that the versalok fixation device had come out of it's bone hole and was floating around the pt's joint space. A re-surgery was performed on a date unk, the versalok was removed and the surgeon employed several fastin rcs and a pushlok by arthrex as a means of remedy. This repair was concluded successfully without further incident or harm to the pt. The surgeon stated that this had happened 3 other times in the recent past, approx the same scenarios, did not report these and used basically the same remedy. Did not elaborate on dates & times. See associated MDR's 1221934-2008-00082, 1221934-2008-00083 and 1221934-2008-00085.

Manufacturer narrative:
We are at this point attempting to gather further details on info about the reported event. When we have received all that can be received and evaluated the info, whatever conclusions or root cause that can be discerned will be the subject of a follow-up report.